Event description:
The customer contact reported that during testing at the user facility the device alarmed with an e321 (battery charger timeout) error code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.